Event description:
The user reported frayed wires of the power extension cable. The user also stated that the unit sparked where the damage was noted. The unit was replaced and there were no adverse consequences reported by the user.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed discrepancies in the power extension cable . The wires leading into the male side of the connector jack were broken through the insulation and worn apart. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires on the power extension cable was confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.